Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea has inaccurate fio2 (fraction of inspired oxygen). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire field service (fsr) went onsite, replaced the gde (gas delivery engine) and reset the serial number and model. The device passed est (extended self test) and performance check. The ventilator is operational and meets OEM (original equipment manufacturer) specifications 24507 hours.